Event description:
Boston scientific received information that that this implantable cardioverter defibrillator (ICD) detected a high voltage on the shock lead during a charge. No adverse patient effects were reported.

Manufacturer narrative:
Resolution was requested from the field representative who later reported that the clinic checked the patient and everything appeared to be fine. Shocks were noted for ventricular tachycardia and ventricular fibrillation with no further action taken at this time. No lead testing or inductions were performed.

Manufacturer narrative:
Event clarification has been requested from the field representative. However, nothing further has been received. This investigation will be updated should further information be provided.